Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited white foreign matter in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause cannot be determined. However, it is likely the foreign material was not removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use: detection method in gif-ez1500 operation manual chapter 3 preparation and inspection preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.